Manufacturer narrative:
The event as reported is not indicative of a device malfunction of the edi catheter. Information from the hospital about the procedures for use, information surrounding the event, and additional patient specifics has not been received despite several attempts to obtain it. (B)(4).

Event description:
(B)(4).